Manufacturer narrative:
Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on march 25, 2024. The patient received a total f 5 fractions of radiation treatment delivered via linear accelerator (linac). The patient's current condition is unknown.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on march 25, 2024. The patient started radiation treatment delivered via linear accelerator (linac) on a total f 5 fractions. The patient current condition was unknown. ***additional information received on june 13, 2024*** it was further reported that the event of constipation was not addressed with medication. The information was reported by error. ***additional information received on august 28, 2024*** it was reported that the of dysuria, urinary urgency and urinary frequency were updated as ongoing, the events were reported as resolved by error.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on aug 28, 2024. Additional information block b5 has been updated with the additional information received on june 13, 2024. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on (B)(6) 2024. The patient started radiation treatment delivered via linear accelerator (linac) on a total f 5 fractions. The patient current condition was unknown. ***additional information received on june 13, 2024*** it was further reported that the event of constipation was not addressed with medication. The information was reported by error.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on june 13, 2024. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on march 25, 2024. The patient started radiation treatment delivered via linear accelerator (linac) on a total f 5 fractions. The patient current condition was unknown. ***additional information received on june 13, 2024*** it was further reported that the event of constipation was not addressed with medication. The information was reported by error. ***additional information received on august 28, 2024*** it was reported that the of dysuria, urinary urgency and urinary frequency were updated as ongoing, the events were reported as resolved by error. ***additional information received on october 14, 2024*** it was further reported that the urinary retention was reported as resolved. ***additional information received on november 16, 2024*** it was reported that the patient experienced a non-infective cystitis, that required paracetamol. The relationship between the device and the spaceoar injection was assessed as possible related.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on nov 06, 2024. Additional information: block b5 has been updated with the additional information received on oct 14, 2024. Additional information: block b5 has been updated with the additional information received on aug 28, 2024. Additional information: block b5 has been updated with the additional information received on june 13, 2024. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on apr 15, 2025. Additional information block b5 has been updated with the additional information received on nov 06, 2024. Additional information block b5 has been updated with the additional information received on oct 14, 2024. Additional information block b5 has been updated with the additional information received on aug 28, 2024. Additional information block b5 has been updated with the additional information received on june 13, 2024. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on march 25, 2024. The patient started radiation treatment delivered via linear accelerator (linac) on a total f 5 fractions. The patient current condition was unknown. ***additional information received on june 13, 2024***. It was further reported that the event of constipation was not addressed with medication. The information was reported by error. ***additional information received on august 28, 2024*** it was reported that the of dysuria, urinary urgency and urinary frequency were updated as ongoing, the events were reported as resolved by error. ***additional information received on october 14, 2024*** it was further reported that the urinary retention was reported as resolved. ***additional information received on november 16, 2024*** it was reported that the patient experienced a non-infective cystitis, that required paracetamol. The relationship between the device and the spaceoar injection was assessed as possible related. ***additional information received on april 15, 2025*** it was reported that the patient's constipation was resolved.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on jul 18, 2025. Additional information: block b5 has been updated with the additional information received on apr 15, 2025. Additional information: block b5 has been updated with the additional information received on nov 06, 2024. Additional information: block b5 has been updated with the additional information received on oct 14, 2024. Additional information: block b5 has been updated with the additional information received on aug 28, 2024. Additional information: block b5 has been updated with the additional information received on june 13, 2024. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on march 25, 2024. The patient started radiation treatment delivered via linear accelerator (linac) on a total f 5 fractions. The patient current condition was unknown. Additional information received on june 13, 2024. It was further reported that the event of constipation was not addressed with medication. The information was reported by error. Additional information received on august 28, 2024. It was reported that the of dysuria, urinary urgency and urinary frequency were updated as ongoing, the events were reported as resolved by error. Additional information received on october 14, 2024. It was further reported that the urinary retention was reported as resolved. Additional information received on november 16, 2024. It was reported that the patient experienced a non-infective cystitis, that required paracetamol. The relationship between the device and the spaceoar injection was assessed as possible related. Additional information received on april 15, 2025. It was reported that the patient's constipation was resolved. Additional information received on july 18, 2025. It was further reported that the patient experienced a non-infective cystitis, that required paracetamol. The relationship between the device and patient's symptoms was updated as related to the device.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on oct 14, 2024. Additional information: block b5 has been updated with the additional information received on aug 28, 2024. Additional information: block b5 has been updated with the additional information received on june 13, 2024. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Prophylactic antibiotics were administered. The procedure was completed without complications. On the same day of the procedure the patient experienced dysuria, urinary frequency, urinary urgency, pelvic pain and constipation, these events were addressed with medication. The events were reported as resolved on (B)(6) 2024. The patient started radiation treatment delivered via linear accelerator (linac) on a total f 5 fractions. The patient current condition was unknown. Additional information received on june 13, 2024. It was further reported that the event of constipation was not addressed with medication. The information was reported by error. Additional information received on august 28, 2024. It was reported that the of dysuria, urinary urgency and urinary frequency were updated as ongoing, the events were reported as resolved by error. Additional information received on october 14, 2024. It was further reported that the urinary retention was reported as resolved.